Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint about not detecting the cassette by performing occlusion test. It failed the test with alarm displayed ¿¿cassette not properly attached¿¿. Replaced downstream occlusion (dso) sensor, dso bezel, and dso seal to correct this issue. Upon further inspection per product verification testing (pvt), found both chassis gaskets are damaged. Replaced both gaskets on chassis. Also found physical damage on the air detector. Replaced air detector. Upstream occlusion (uso) seal has a bubble, replaced uso seal. Motor almost reaching the maximum rotation. Replaced motor and optic switch for preventive maintenance. Device came in missing battery compartment door and one battery separator. Installed new door and one battery separator. Updated the software. Device passed all testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit did not detect set load v5 software. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement, and no harm/adverse event reported.